Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate ) has been confirmed. Upon investigation the electrode belt trunk was unable to communicate with a monitor. There was a short in the trunk cable causing the communication faults. The root cause for the shorted trunk cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.